Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2015-00955 and #1828100-2015-00956. The network interface card (nic) cable was replaced but the reported issue was not duplicated during laboratory evaluation. Software data logs were received by the manufacturer on 17-may-2016.

Event description:
During data log review, there was a 5 volt (v) supply voltage test failure. Both the arterial and cardioplegia (cpg) large roller pumps were intermittently reporting 5v supply voltage test failure. This will cause a red x to appear on the pump icons. This will also cause an alarm tone to occur. More of these errors occurred on (B)(6) 2015 which were reported in emdr #1828100-2015-00955 and #1828100-2015-00956.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.